Event description:
Olympus medical system corp (omsc) was informed that the no image broke out while the user facility was in laparoscopic surgery. The user facility replaced the subject device to backup one and completed the intended procedure. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to omsc for eval. But the reported phenomenon was impossible to duplicate even after the subject device was running for an hour. Omsc also checked the image while bending the distal end, twisting the electrical cable, making slight impact to the video connector and heat-testing the video connector for detecting abnormalities. There were not any abnormalities. The exact cause could not be conclusively determined at this time. The mfg history was reviewed, with no irregularities related to this problem noted. If add'l info becomes available at a later time,this report will be supplemented.